Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference no (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for one to two days. The patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.